Event description:
It was reported that the patient had had spine surgery on (B)(6) 2012 and was subsequently discharged from the hospital. The patient's dose was increased on (B)(6) 2013 due to increased pain, and pump telemetry indicated the pump was last updated on (B)(6) 2013. It was also noted that patient's physician had increased her ptm dosing capabilities at that time. The medications used within the system were dilaudid 16mg/ml at 5mg/day; clonidine 1000mcg/ml at 312.9mcg/day; and bupivacaine 16mg/ml at 5mg/day. A few days later, it was reported that the patient experienced a potential drug overdose. The patient had presented to the hospital 'non- responsive" and was admitted to the ICU. The patient was noted to have had an "altered mental status," overdose symptoms of decreased vital signs, and was unresponsive. The physician at the hospital requested the pump be stopped, and the pump was decreased to a minimum rate on (B)(6) 2013. A physician indicated that the patient was on a narcan drip. It was noted that the patient was alive and with injury. The patient stated that she had "had a back surgery, and the rehabilitation center doubled up on her drugs too much on top of the pump, so she ended up in the emergency room". Over the next few days, it was noted that the patient's dose was to be adjusted from minimum rate back to her therapeutic dose, and that the patient's physician changed her ptm dosing capabilities to 0.4 mg per dose at 4 activations per day and dilaudid to 4mg/day. The patient was subsequently discharged. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).